Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system log review, which showed a significant number of c-34 errors, with the initial occurrence recorded. Additional error patterns, including c-06, m-18, m-11, m-b1, and m-35, were logged on other days and are of concern. Visual inspection identified slight scuffing on the underside of the front bezel, along with notable paint correction on the top and right sides of the cover near the corner junction. During the failure analysis process, the reported event was successfully replicated. When tested on the system, the unit displayed c-34/c-00 errors at startup, with additional c-00 errors recorded in the logs. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, it was reported that error c-34 occurred when using the monopolar function. The initial troubleshooting involved attempting to use a different monopolar energy cable, but the problem persisted. Further steps included trying another monopolar port, which also did not resolve the issue. The user was advised to use an external energy device, but the monopolar function remained non-operational. The situation was addressed by instructing the user to use another vision side cart (vsc), which allowed the procedure to continue. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.